Event description:
The customer contact reported a separation. The female luer lock adapter of the tubing set was connected to an unspecified extension set and was to be used to deliver an unspecified medication. It was reported that after the slide clamp on the tubing set was opened to start the delivery of medication, a leak of an unspecified volume of blood was noted. It was reported that nurse clamped the tubing using the slide clamp. At this time it was noted that the tubing had separated from the female luer lock adapter which is proximal to the slide clamp. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.